Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The area was prepared with alcohol before placing the sensor on the body. On 03/27/2026, the patient experienced a skin reaction with itching, burning, redness, inflammation, infection, that extended beyond the patch perimeter. The patient went to the ER, and they drew a blue circle to indicate the extent of the skin reaction. The patient was prescribed with oral medication (amoxicillin + clavulanic acid). At the time of the report, patient condition was unspecified. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).